Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported inaccurate cgm values with the cgm off by 20-50 mg/dl from her bg. She stated that on (B)(6) 2019 she had an urgent drop in her bg but the cgm did not alert her. She was alone and felt like she was going to black out, so she did a finger stick and the bg value was 32 mg/dl. She said the cgm was not responding but then alarmed for urgent low with a reading of 54 mg/dl. She tried gatorade and other unspecified sugars but said her glucose kept dropping. She called 911 because of the hypoglycemia. Paramedics arrived and administered glucose gel. She did not go to the hospital and was stable at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.